Event description:
Information was received indicating that "no disposable tubing" error occurred to a smiths medical cadd-legacy pca pump. The patient's mother reported that the attached cassette was causing the error by pinching the tubing; not allowing infusion to run. The backup pump was then started with the same error occurring. It was noted that the mother was going to change out the cassette once at home. No adverse effects were reported.